Event description:
A nicu nurse stated that in the last year or so, they have noticed on occassion infants developing a red bumpy sometimes weepy rash underneath the 3m red dot neonatal ECG leads #2282 and #2283. She stated it is particularly seems to be worse in babies that have had some sort of infectious process.on one infant she noticed little red bumps around the patient's leads which were removed during bath (so the leads would "melt off" as is awhonn recommended to protect skin integrity). The skin underneath was bumpy, but not weepy. Pt was gently dried thoroughly and let the three areas air dry, replacing the electrodes with the same brand but placed in different spots.======================manufacturer response for 3m red dot infant ECG radiolucent monitoring electrode, pre-wired, (brand not provided) (per site reporter).======================spoke with manufacturer rep and she states they are looking into this issue. She said this issue has not been widely reported. She plans to speak with the technological staff to see their thoughts.what was the original intended procedure?telemetry monitoring.